Manufacturer narrative:
Concomitant medical products: product ID: b I-500-01065, serial/lot #: 4.1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the site had used the open spinous process clamp for a case. Everything was known to be accurate. The doctor and clinical specialist (cs) had verified the accuracy and did two spins with the system and checked with the mr8. The passive planar blunt was checked with known anatomical landmarks. No breach was noted. The doctor navigated the mr8 and the thoracic probe with no issues. It was backed up and a tap with power was placed. The screw and tap under power were third part. When the doctor checked screw placement all left side screws were breached laterally. This was noted and found under the post-operative spin. There was a delay of less than one hour and no impact to the patient. Additional information was provided. There were three screws that were realigned under fluoroscopy as they were misplaced laterally. The reason for the inaccuracy is still unknown. However, it was noted that this was a workflow issue, the health care professional was able to use the mr8 then the thoracic probe with no issues. The potential for misplaced screws come up when the screws are placed under power with navigated assistance. Navigating a tap as a third step could help further reduce the potential for the screw to be misplaced. It was noted that the local representative did a system checkout with both the imaging system and the navigation system by spinning a saw bones and verifying accuracy. Another surgeon came in to check and verify the accuracy with no questions about the accuracy of the system. This same surgeon used both systems the very next morning for a spine case and no complaints were noted during that next case. Another representative came in and noted to check and recalibrate the system for patient safety.

Event description:
Additional information was received stating that the health care professional didn't know how far off they were. It was confirmed with the site that a re-calibration was performed on the imaging system to ensure that the manufacturer representative did everything they could to test and validate the systems for accuracy. Additional information was received stating that no other complaints have been noted with the imaging system. The site has been using the system since the complaint.

Manufacturer narrative:
Additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.